Event description:
The pt stated that her "infusion sites keep falling". She experienced infusion set headsets that did not remain adhered to her infusion sites. She stated that this has occurred "with the last box of infusion sets that we sent her". She stated that this occurred while she was sleeping and, when she awoke this morning, her blood glucose reading was 423 mg/dl. She reported her "normal range" to be "less than 150 mg/dl". She reported that she "felt dehydrated and had a headache", which were symptoms of her elevated blood glucose. She noted that she had not changed habits or behaviors that might cause the headset adhesive to release from the site. She stated that she "changed her infusion site". She then administered "an injection of insulin with a syringe" to decrease her elevated blood glucose. She reported that her blood glucose level had returned to "normal". The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.